Event description:
A customer obtained unexpected vitros phbr quality control and patient results on two vitros 5,1 fs chemistry systems using two vitros phbr reagent lots. Results of 8.05 and 8.44 ug/ml were obtained from the vitros tdm pv I control fluid versus the expected value of 11.72 ug/ml. Results of 46.14 and 47.18 ug/ml were obtained from the vitros tdm pv iii control fluid versus the expected value of 63.04 ug/ml. Results of 42.62 and 46.69 ug/ml were obtained from the vitros tdm pv iii control fluid versus the expected value of 58.49 ug/ml. In addition, discordant vitros phbr patient results were obtained as follows: patient 1: 52.02, 30.27 ug/ml patient 2: 57.58, 47.94 ug/ml patient 3: 41.89, 31.71 ug/ml patient 4: 15.42, 9.52 ug/ml patient 5: 51.41, 41.09 ug/ml patient 6: 75.64, 57.40 ug/ml the expected phbr values were not determined for the patient samples in question. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report is number seven of twelve MDR's for this event. Twelve 3500a forms are being submitted for this event as twelve devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that unexpected vitros phbr quality control and patient results were obtained on two vitros 5,1 fs chemistry systems using two vitros phbr reagent lots. Results of precision testing indicated that the vitros 5,1 fs chemistry systems were operating as expected at the time of the event, and the investigation found no evidence of an instrument malfunction. The investigation to date has not identified a definitive root cause, and the investigation is ongoing. A reagent related issue, an interaction between the vitros phbr slides and the vitros 5,1 fs chemistry system, and the iwf lot in use have not been ruled out as potential contributing factors. The root cause of this event is currently unknown. Additional investigation by ocd regarding vitros phbr performance is ongoing.